Manufacturer narrative:
G4:(B)(6) 2020 b4:(B)(6) 2020 d4: UDI#: (B)(4). The manufacturer's field service engineer (fse) confirmed the issue. The fse replaced the battery and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
It was reported the back up battery would not charge. There was no patient involvement.